Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through reproducibility. Analysis found that the behavior cannot be replicated following a passing work order. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Technical services (ts) reviewed the patient exam and it shows a bad 3d model. When loaded onto the navigation system with 2.2.7 software, the first point of tracer registration was on the tip of the nose despite it being a bad model.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a cranial resection procedure. It was reported that the surgeon was having difficulty registering the patient. The patient's head appeared to be 45 degrees tilted in the scan. The first initialization point in 3 point tracer appeared on the patients cheeks. The site moved the first point o the nose but failed registration multiple times. The site brought another navigation system into the room and were able to pass registration. It was noted from technical services (ts) that the initial point appeared on the side of the nose and not as lateral as the initial system. There was a less than 1-hour delay to the procedure and no impact on patient outcome.